Event description:
It was reported that the scope lens was cracked. The reporter did not have any information regarding when the failure was detected. No patient complication nor involvement have been reported.

Manufacturer narrative:
Investigation results: assessment received on 11/7/2006, indicates that the scope is damaged on basic body and also maladjusted. This is a result from mishandling of the scope.